Event description:
The manufacturer received a work order reporting that the everflo device has issues with low purity and device exhibited alarm. During the evaluation of the device at the third-party service center, the device was visually inspected and found the cover is melted and due to faulty sieve valve assembly causing low purity and alarming. Additionally, integrated canister, rear cabinet and front cabinet were replaced.